Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced repeated insulin occlusion alarms on the ilet while using a contact detach infusion set; the user had filled the tubing only until drops appeared at the pitchfork, leading to incomplete priming of the tube component, and blood glucose was 250 mg/dl without symptoms; the event resolved after the user changed supplies and fully filled the tubing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect priming of the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.